Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a lithotripsy procedure on (B)(6) 2013. According to the complainant, during the procedure, the tip of the fiber detached inside the patient and was removed using a tricep basket. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a lithotripsy procedure on (B)(6) 2013. According to the complainant, during the procedure, the tip of the fiber detached inside the patient and was removed using a tricep basket. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual analysis reveals that the exposed glass tip measures 4.0 mm and appears unused. The fiber is broken in two pieces 17 mm from the distal tip. Burn marks were observed on both sides of the break indicating that the fiber broke while in use.

Manufacturer narrative:
(B)(4).